Manufacturer narrative:
Patient information was refused by the site due to (B)(6) law. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. It was reported that while using a navigus trajectory kit, the em needle probe was passed through a 2.6mm leksell biopsy needle of the hospital and a biopsy was performed. The physician collected one tissue and moved to the next quickly. The next collection was performed by changing the direction once again without using navigation. Bleeding was observed and the biopsy was discontinued. Surgery was discontinued. The site would not give additional information regarding patient symptoms, complications, or extended surgical stay. There was no delay to surgery. The system functioned as intended and the surgeon believed the bleeding came from the tumor.